Manufacturer narrative:
The pump had minor scratched lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the reservoir compartment. The customer states the retainer ring had cracked and fallen off. The customer's blood glucose level at the time of incident was between 100mg/dl and 120mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.